Manufacturer narrative:
The device was evaluated by a pride representative in the field. Pride rep adjusted the turn velocity reactivity. The unit is working properly.

Event description:
Alleges chair was uncontrollable and jerky and threw customer into a table injuring her hand.